Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image was abnormal (a noise image occurs) during angulation adjustment (damage on charged couple device unit), there was no patient involvement.